Event description:
It was reported that the system 9800 had very poor image quality during a procedure. The image was described as non diagnostic. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the operator failed to return the technique to automatic after doing a shot in manual mode. The system was tested and found to be working as intended and placed back into service.